Event description:
Vaginal erosion with sinus tract formation and ischiorectal abscess formation 2 months after placement of obtape transobturator sling. Requiring surgical excision and drain placement to drain the abscess.